Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that they received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 304 mg/dl at the time of call. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.